Event description:
The account stated the head up does not work. The account has replaced the head up valve and the issue resolved.

Manufacturer narrative:
The account found the head down coil defective. He replaced the coil to repair the bed.